Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. It was unknown if hospitalization was prolonged due to the peritonitis. The peritonitis manifested as cloudy effluent and the patient began treatment with gentamycin IV (dose and frequency not reported). The patient was reported to be recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient (pt) who performed peritoneal dialysis (pd) therapy passed away. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available. Should additional relevant information become available, a follow-up will be submitted.